Event description:
It was reported that patient underwent an inflatable penile prosthesis (ipp) revision surgery to implant a new pump and replace the reservoir due to migration and perforating the bladder. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) reservoir was visually inspected, leak tested, and microscopically examined. Wear was identified at a fold in the reservoir shell; a hole which led to a leak was present at the corner of the fold. The identified hole could affect functionality of the device as it would not be functional after loss of fluid from the system. Product analysis could not confirm the reported migration and bladder perforation but did identify a non-conformance of the reservoir. While migration and perforation could not be confirmed, risk and labeling review identified the adverse events of migration, perforation, and fluid leak are known risks of the device. Based on these analysis results, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that patient underwent an inflatable penile prosthesis (ipp) revision surgery to implant a new pump and replace the reservoir due to migration and perforating the bladder. There were no additional patient complications reported.

Event description:
It was reported that patient underwent an inflatable penile prosthesis (ipp) revision surgery to implant a new pump and replace the reservoir due to migration and perforating the bladder. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 inflatable penile prosthesis (ipp) reservoir was visually inspected, leak tested, and microscopically examined. Wear was identified at a fold in the reservoir shell; a hole which led to a leak was present at the corner of the fold. The identified hole could affect functionality of the device as it would not be functional after loss of fluid from the system. Product analysis could not confirm the reported migration and bladder perforation but did identify a non-conformance of the reservoir. While migration and perforation could not be confirmed, risk and labeling review identified the adverse events of migration, perforation, and fluid leak are known risks of the device. Based on these analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.